Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set the safety device is not immediate and slow sample rate. The following information was provided by the initial reporter: description : safety device not immediate on removal of needle, risk of contamination during handling by nurses. Slow sampling rate, risk of coagulation. Poor grip on the needle: slow filling of the tube resulting in clotting of the collected blood needle not secured immediately on removal as two hands are required. Clinical consequences: patient sampled twice and above all, delay in result risk of pricking the patient with a dirty needle. Precautionary measures: refusal to use the needles.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set the safety device is not immediate and slow sample rate. The following information was provided by the initial reporter: description : safety device not immediate on removal of needle, risk of contamination during handling by nurses. Slow sampling rate, risk of coagulation. Poor grip on the needle: slow filling of the tube resulting in clotting of the collected blood needle not secured immediately on removal as two hands are required clinical consequences: patient sampled twice and above all, delay in result risk of pricking the patient with a dirty needle precautionary measures: refusal to use the needles.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.